Event description:
The manufacturer received information alleging visualization of particles; congestion, runny eyes, difficulty breathing/shortness of breath, headache, dizziness, dry mouth, cough, runny nose, nasal/throat irritation or soreness; particles in tubing/chamber, related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.